Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was with his friend and his friend noticed that he couldn't talk, couldn't walk, his eyes were rolling back his head and was out of it. The friend checked his cgm reading and it was around 100 mg/dl, she didn't had time to run and get a bg fs to double check as she was trying to keep the patient conscious. She then called 911, and then when they arrived, they took a bg reading which was around 40 mg/dl while the cgm was still around 120 mg/dl. The patient said that he was treated with something at the ambulance (unknown medication). He was then taken to the hospital and they did a lot of testing and gave him something to eat. He stayed at the emergency room (ER) for more or less 10 hours and was advised to remove the sensor. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When 911 arrived, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. H6: health effect clinical code- movement disorder.